Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of the minute ventilation feature. The respiratory rate trend feature was programmed off. Technical services noted that the ra pace impedance measurements were found to be high out of normal range. The measurement number is unknown at this time. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).